Event description:
It was reported that the pt underwent surgical treatment of a left ulnar non-union using rhbmp-2/acs and a 2-hole plate. The pt reportedly developed surgery site swelling/edema early in the post-op period that resulted in compartment syndrome. The surgeon reportedly performed a fasciectomy four days post-op, during which he noted that the local muscle "looked bad." The pt is now approx five months post-intervention and reportedly continues to have "severe" contractures of the left forearm.

Manufacturer narrative:
Products from multiple mfrs were implanted during the procedure. Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films or applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.